Manufacturer narrative:
Add'l catalog # 23.0464.00, if a-dec.

Event description:
A dental syringe tip was ejected out of a syringe and ingested by pt. Pt was sent to hosp for confirmatory radiology. Pt subsequently returned to hosp for f/u radiology to determine if syringe tip had passed. F/u radiology confirmed pt had passed syringe tip. Syringe tip was not recovered for analysis, however, non-a-dcc syringe tips may not be properly retained in the dental syringe due to differences in mfg tolerances. Also, worn o-rings may contribute to syringe tip ejection and this information is available in the instructions for use (IFU). Without the subject syringe tip it is impossible to determine the failure mechanism.